Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported an unresponsive touchscreen while using the avea ventilator. When the customer shut down the device and restarted, the "safety valve open" alarm appeared, no ventilation. A new user interface module (uim) have been ordered. Upon further investigation, the customer reported no patient involvement or allegation of patient harm.